Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis system. During an emergency procedure, patient registration was not possible. The patient was safely transported to an alternate system where theexamination was completed with no issues. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an incorrect setting in the bios computer system following an rtc error. With a correct setting of the function "power failure recovery" to [always on], the system can be successfully restarted and use can be continued. When the default setting "power failure recovery" is selected to [always off], a restart is not possible. The bios configuration has been set to "always on" according to the operating instructions. The manufacturer is not considering further actions at this time.